Event description:
It was reported that a patient underwent initial oxford uni knee surgery. Approximately 5 years later a revision surgery was performed due pain. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Medical device: oxf anat brg lt sm size 3 PMA; item# 159540; lot# 989610. Oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 101130. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00428, 3002806535 - 2022 - 00430. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Sent for cultures.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. It was reported the patient was revised for progression of osteoarthritis. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient's risk for progressive osteoarthritis. Partial knee replacement is done to decrease pain, and increase flexibility, mobility and overall improve quality of life as this is one of the least invasive approaches. Patients with disease progression of osteoarthritis in the affected joint develop knee pain and decrease in joint flexibility. As osteoarthritis progresses a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to take an approach to convert to a full-knee replacement to alleviate symptoms. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.